Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the three probes were inserted into the patient for ablation, but ablation generator did not work. The generator gave a general warning alert signal when ablation was started. The fault alarm is red triangle with exclamation point. No harm to the patient was experienced, but procedure had to be aborted.